Manufacturer narrative:
The complaint received states that during an interventional procedure, the palmaz genesis on sds had strut uplift. This is a female with unk medical history. The target lesion was right iliac artery described as non-calcified and moderately tortuous. The product was handled and prepped per the IFU guidelines; there were no anomalies prior to use. The target lesion was not pre-dilated. The complaint device was inserted without difficulties. The account stated that the device did not reach the target lesion; however, there is no additional info available. It was noted that the stent had strut uplift in the mid portion of the stent. The device was withdrawn into the guide catheter and removed from the pt without further difficulties. A competitor's product was used to complete the procedure. There was no reported injury for the pt. A review of the device history records associated with this lot presented no issues during the mfg process that can be related to the reported complaint. The complaint of strut uplift was investigated; however, without the return of the product or procedural films for review, the investigation is limited. There is no evidence to suggest there were any mfg issues that contributed to the reported event. Inspections are in place to prevent damaged products from leaving the facility. Review of the info suggests that vessel and procedural factors may have contributed to the reported event, specifically the lack of vessel pre-dilation.

Event description:
The pt was admitted for a procedure in 2009, with a lesion in the right iliac artery. It was noted that a palmaz genesis opta pro stent flared during the procedure. The system was pulled out of the pt without any harm. A competitor's product was used to complete the procedure.